Manufacturer narrative:
It was confirmed that the units in the meter were set correctly in inr and there was no "c" present with any results in the memory to suggest the patient¿s hematocrit might be very low. The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. The initial reporter alleged errors while trying to test but the error log did not show errors around that time. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. UDI number = (B)(4). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient had a bleeding event and discrepant results when using coaguchek xs meter serial number (B)(4). The patient sought medical care at three different hospitals in connection with the alleged bleeding event. On (B)(6) 2021, the patient noticed severe swelling of her right hand, which looked like it would burst, so she went to the emergency room at the first hospital. They ran tests, including lab draw for inr which showed >17.0inr on three separate draws. She did not test on her meter at the same time as the ER test. The most recent prior test on the meter was 2.3inr on (B)(6) 2021. No treatment was provided because they did not know how to treat her since the lab results were above the range of the system. She was instructed to go to another hospital that could better help her. The patient was not given any advice about whether to take her warfarin after the ER visit. It was reported that the patient¿s blood pressure was so high they could not get a result. The patient received an x-ray of her chest while at the emergency room and was discharged on (B)(6) 2021. She had a headache the entire time leading up to the ER visit. The patient left the ER, went home to eat, and then slept for a long time. The date of the visit to the 2nd hospital was estimated to be (B)(6) 2021. It was about 8 days prior to the patient's release from the 3rd hospital on (B)(6) 2021. On (B)(6) 2021 at 8:35 a.m., the patient tested using the meter and the result was 1.7 inr. The patient was admitted to the second hospital, and during her hospital stay her inr was >8.0inr at an unknown time and using an unknown laboratory method. It was reported that they did not know how to treat her, and sent her to a third hospital on the same day. At the 3rd hospital, it was suspected that the patient had internal bleeding causing her hand to swell and the patient was admitted for a total of about 8 days. It was described that the patient¿s right hand was swollen to the point of bursting. The swollen hand was the same hand with a metal implant from a broken wrist. The hand was x-rayed and a computed tomography scan of the hand was performed with contrast in order to verify the implant was not causing the swelling. The implant was determined to be fine. No fluid was taken from the hand for examination. The third hospital was going to perform surgery on the patient's hand but did not because the swelling had gone down the next morning. It was reported that the swelling was blood and fluid from internal bleeding. The patient was taken off blood thinners while in the hospital. The patient¿s normal coumadin dose is 5mg, and this was reduced to 3 mg dose after the hospital visit. The patient was released on (B)(6) 2021. The patient did not know whether she was administered vitamin k or any other anticoagulants at any of the hospital visits. No one told the patient whether to continue or stop taking warfarin/coumadin between hospital visits, so she continued to take it. The initial reporter mentioned the patient received errors when trying to test on the meter, a few times before these events. The initial reporter did not know what errors the patient received. The patient did not seek alternative testing. Product labeling states: "if you see an error message, first try to correct the problem using the solution described below. If the problem persists, call roche diagnostics technical service center". It was also reported that the patient sometimes used the same fingerstick for retesting to get the result after the errors occur. Product labeling states: "if you need to redo a test, use a new lancet, a new test strip, and a different finger.". The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing interval is weekly.